Event description:
It is reported that multiple attempts were taken to insert the liner into the shell unsuccessfully. A different liner was opened and seated on the first attempt.

Manufacturer narrative:
Evaluation summary: the liner was returned for evaluation. The liner had no visual deformities found. The liner was measured and found to conforming to print specifications. The liner was returned for evaluation. The liner had no visual deformities found. The liner was measured and found to conforming to print specifications. The liner was then trailed in all 3 sizes (50, 52, and 54 mm) of shells and had seated properly in all 3 shell sizes. Cause cannot be definitely determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.